Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an explant procedure of the right ventricular lead and device after it was noted upon interrogation that the pacing lead impedance on the right ventricular lead had fluctuated from a range of high, out of range impedance to within normal range. Patient had complained of ¿pacing like¿ sensation in chest. The physician elected to explant the lead and device and upgraded the patient to a dual chamber device. The patient was stable post-procedure.